Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer reported that despite changing the battery of the insulin pump, the button error remained. The customer wanted to dry the pump and see if the button error alarm would go away. No additional information was provided.